Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during the supply change at the rewind step and continued to show the alert immediately upon retries, including after restart and a dry run, indicating a device malfunction consistent with an occlusion during tubing fill and a complete blockage involving the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a failure consistent with a component issue, aligned with a complete blockage of the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.